Event description:
During the pta treatment procedure, the ultra-thin sds balloon dilatation catheter broke in half and separated. The distal segment of the catheter became entrapped in a previously implanted dialysis graft. The retained portion of catheter was removed using a snare device. The procedure was successfully completed using a new device. The pt's status were reported as 'fine'.